Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope image was missing. The issue occurred during preparation for use. There was no patient harm associated with the event.